Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose level ranged from 120 mg/dl to 160 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received.